Manufacturer narrative:
Received part: one (1) impactor f/pfna blade (part # 03.010.410, lot # 7739491) received for investigation. Our investigation has shown, that the connection (welding joint) between the gripping head of the handle and the shaft is broken. There are severe traces of hammer marks on the handle as well as at the shaft. The hexagonal tip and the thread at the tip are intact. The manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. The microscopic observation shows remaining laser welds on both involved components showing that the weld joint was correct at the time of manufacturing. Unfortunately, we only have limited information in the complaint description and cannot confirm how this happened. Because of the wear and tear signs, we can only assume that repeatedly heavy hammering blows on the device could have led to the rupture of the welding between the stroke cap and the shaft. Please note: the current proximal femoral nail antirotation surgical technique guide recommends inserting the pfna blade to the stop by applying gentle blows with the hammer¿ and "do not use unnecessary force when inserting the pfna blade." Because of the damage, the complaint relevant dimensions cannot be checked for dimensional accuracy of the valid manufacturing specifications. It can be assumed that these damages at the bottom side of the instrument did lead to the breakage of the weld. However, due to other complaints of the same nature appropriate actions were taken to address this issue. It can be concluded that excessive/inappropriate use did lead to the breakage. No product fault could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
No patient involvement was reported. Date of device breakage is not known. Device is an instrument and is not implanted/explanted. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. Correction/removal reporting number is not applicable. Subject device has been received and is currently in the evaluation process. DHR review was completed. Manufacturing location: (B)(4). Manufacturing date: 17. Feb. 2012. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported the blue handle on the impactor for proximal femoral nail antirotation (pfna) blade has detached from the metal shaft of the device. It is not known when the event occurred, no patient involvement was reported. This report is for one (1) impactor for pfna blade. This is report 1 of 1 for (B)(4).